Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system has been exhibiting out of range shock impedance measurements for the past year. Measurements were stable and within range when programmed right ventricular coil to can. A boston scientific technical services consultant discussed the clinical observations with the caller who stated the device was manufactured by a competitor. No adverse patient effects were reported.